Event description:
It was reported that during a lobectomy procedure, the device fully cut but only partially stapled. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.